Event description:
It was reported that during an unknown procedure, there was an unknown problem with the device. No further information is available at this time. No adverse impact to a patient reported. One device will be returned. Were there any error messages and if so what were they? Unknown. Did the device pass the pre test? Yes. Did the device activate? Yes. Did the device cut or coagulate? Yes. Had the device been working and then stopped? Yes ¿ tissue pad is broken off from device. Was there an issue with the activation buttons? No.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. There was no activation issues noted during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.